Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. Bends and kinks were present along the pusher assembly. The pusher assembly distal detachment tip (ddt) was fractured. Conclusions: evaluation of the returned ruby coil revealed a fracture on the distal tip of the pusher assembly. If the ruby coil is forcefully retracted against resistance, damage such as this may occur. The introducer sheath and embolization coil of the returned ruby coil, and the lantern identified in the complaint were not returned for evaluation; therefore, the root cause of the reported complaint could not be determined. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, while attempting to advance a ruby coil through the lantern delivery microcatheter (lantern), the physician experienced resistance and the ruby coil would not advance out of the microcatheter and, therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.